Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections conclusion summary: on (B)(6) 2019, it was reported that the device was not cutting correctly/evenly. The customer returned a meshgraft ii device, serial number (B)(6) , for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Zimmer biomet australia has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. Product review of the meshgraft ii by zimmer biomet australia on february 18, 2019 revealed that the pretest failed due to the device being outside calibration specifications. The handle and roller were both found to be worn. The cutter was found to have visible marks on the blades. The side plates were worn and the top handle required replacement. Repair of the meshgraft ii was performed by zimmer biomet australia on april 26, 2019 which included replacement of the ratchet handle, side plates, roller, cutter and top handle. Meshgraft ii, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the device was outside calibration specifications and the cutter had visible marks on the blades. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the device was outside calibration specifications and the cutter had visible marks on the blades. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was not cutting correctly/evenly. The event took place during surgery. There was no harm or delay, and an alternate product was available for use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was not cutting correctly/evenly. No adverse events were reported as a result of this malfunction.